Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Date of postoperative breakage and pain/swelling is unknown. This report is for one (1) unknown va-lcp screw. The complaint screw could not be removed during the revision procedure on (B)(6) 2015. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there were two (2) variagle angle-locking compression plate (va-lcp) screws that broke directly under the head. It was also reported that the whole dorsal fragment shifted away and a revision was needed. During the six (6) week postoperative routine check, it was discovered that there was a fraction of the two (2) screws. The patient experienced gradually increasing pain and swelling. The patient underwent a revision procedure on (B)(6) 2015 during which one of the broken screws was removed. The other remains implanted in the patient. An internal review of the received x-ray images was conducted by a depuy synthes medical director with results as follows: "I can confirm screw breakage can be observed from one of the images." However, the number of screws broken could not be confirmed based on the images alone. This report is for one (1) unknown va-lcp screw. This report is 2 of 2 for (B)(4).